Manufacturer narrative:
Occupation: catheterization lab manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that the physician was unable to insert the intra-aortic balloon (iab) through the sheath. They attempted to insert a second iab, but the same issue occurred. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Updated fields: brand name, lot #., unique identifier (UDI) #, version or model #, exp. Date, catalog #, PMA/510(k)#, manufacture date. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned partially over the membrane. The one-way valve was also returned. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. The one-way valve was vacuum tested and it held vacuum. The returned sheath was measured and found to be dimensionally within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).